Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope forceps stand, switch 1 and the control section had foreign material. In addition, the adhesive around the acoustic lens was chipped, and there was a gap in the adhesive around the acoustic lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown, additional information will be provided if available. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the reportable malfunction is traced to component failure and the most probable cause of the malfunction found during device evaluation is cause not established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.